Event description:
During the device evaluation, it was discovered that the ceramic tip of the olympus inner sheath had broken off. There was no patient involvement during this event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. Based on the investigation results, crack on beak, could not be identified. Presumably, based on the damage pattern described, it is assumed that the damage was thermally and mechanically induced. It is not possible to say whether there was prior damage or wear to the insulating insert, whether the damage was triggered during the last preparation (cds) of the instrument or during the last procedure. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: no labeling review. Olympus will continue to monitor the field performance for this device.